Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional findings were as follows: plastic distal end cover had deep chips/crack; bending section cover glue was removed; light guide lens had on lens out; light guide bundle had breakage; forceps passage was catching; brush passage was catching; image was foggy; bending section was unstable/detached/scratch/shrink tube scratch; insertion tube had large dents and buckles; light guide tube had dent; scope connector was wet dry after aeration; light guide prong/mount was fluid/dry after aeration; angulation was not to standard value; control knob up/down had loose lever; rotation mechanism was not to standard value; and the control knob had movement. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to fluid invasion of the scope connector. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had an e216 error (scope communication error). There was no patient harm associated with the event.